Manufacturer narrative:
Pt info was not provided. The manufacture date will be provided in a f/u report. Sorin group (B)(4) manufactures the s5 control panel. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the knob on the control panel was hard to turn during a procedure. There was no report of pt injury. Sorin group has requested that the control panel be returned for eval. To date, no product has been received. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
Sorin group received a report that the knob on the control panel was hard to turn during a procedure. There was no report of pt injury.